Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the device was not returned for analysis the investigation was unable to determine a conclusive cause for the reported leak difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional indeflator devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery (lad) with 80% stenosis, moderate calcification and mild tortuosity. The indeflator was attempted to reach a pressure of 30 bar but only went up to 20 bar. Many attempts were made but only went up to 20 bar. Three other indeflators were attempted to be used but with the same issue and pressure did not go higher as expected. A new balloon was used for the 3rd and 4th indeflator but did not resolve the issue. Another indeflator was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.